Manufacturer narrative:
The device has not returned to olympus and was reported to be discarded by the user facility. The cause of the complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the ultrasonic part of the tip is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that in the middle of a hysterectomy procedure, the device generated an error indicating that the device should be replaced. When the physician removed the device from the patient and started cleaning it for inspection, the ultrasonic part of the device broke. There was no reported patient injury or report that the broken fragment fell into the patient.